Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device alarmed while using bipap. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device was returned to zoll medical corporation. The reported malfunction was not replicated or confirmed. During review of the device logs there is only one event date showing bi-pap usage on (B)(6) 2020, suggesting that this is the event date. "Insufficient flow - 2095" error message is observed but cannot be firmly established that this was the error code seen during the event. The device was put through full functionality testing and stress testing without duplicating a malfunction. Internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "insufficient flow - 2095" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.